Event description:
Country of complaint: (B)(6). Thread breaks.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: samples received: 1 open cassette. There are no previous complaints of this code/batch. There are no units in OEM stock. Thread in the cassette received breaks easily due to cassette being opened. Thread degrades by hydrolysis due to air humidity, therefore it must be used within 4 months once opened. Date of cassette's opening must be written as it is indicated on instructions for use. Opening's date is not written in the cassette received, so proper analysis can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.